Event description:
It was reported that the pt fell "a couple of times," and then heard a critical alarm the previous weekend. The date of the pt's falls was unclear. The pt stated that the alarm was heard, intermittently, for the previous five days. The alarm was not confirmed by telemetry, and there was no alarm event identified in the event logs. The pt experienced and increase in the level of baseline pain, "for weeks" (from the time of the falls), despite multiple dosing increases. There was no test performed for a pump volume discrepancy. There were no other diagnostic tests performed. A catheter dye study was scheduled. The pt's pump contained dilaudid at a concentration of 100 mg/ml and a dosage of 39.06 mg/day. Additional information was requested, but not received at the time of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).